Event description:
It was reported on (B)(6) 2026 a 7mm amplatzer septal occluder was selected for implant using an 8f amplatzer torqvue delivery system. During the procedure, both discs of the occluder took on cobra shapes. The discs could not be conformed back to their original shapes. The occluder was removed from the patient. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.